Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced due to a printed circuit board failure. In addition, the evaluation found bezel damage and protective panel damage. The investigation is ongoing and the definitive root cause of the printed circuit board failure cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model oev262h, high definition lcd monitor to olympus due to a report that the screen and the frame were damaged. Upon inspection and testing of the returned device, it was found that an image was not present. This report is submitted due to the finding of no image present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board and in/out sheet (b) could not be identified. Olympus will continue to monitor field performance for this device.